Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was at work and he has been off the continuous glucose monitoring system for about a month now. Customer stated that he had some trouble a month ago and he went into the hospital with diabetic ketoacidosis. Customer stated that it was his fault. Customer was at work and got a low reservoir alarm. Customer stated that he continued to work and noticed that his blood glucose level was high. Customer mentioned that he wanted to be reconnected but did not know how. Customer was advised to reach out to the helpline for assistance.